Event description:
Device reported as broken and repairable. No further information is available.

Manufacturer narrative:
This report is 1 of 1 on (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. . Device history: part # 03.505.004. Lot # 8071367. Manufacturing site: (B)(4). Release to warehouse date: 27 sep 2007. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.